Manufacturer narrative:
It was reported that a bhr curved cup introducer (90128257, batch number unknown) has a broken handle. As of today, the instrument has not been returned for inspection. Instrument return and additional information have been requested for this complaint but have not become available. Due to lack of device details available, a full documentation review could not be performed. However, all the released instruments involved would have met manufacturing specifications at the time of production. A review of the complaint history review was performed using the part number for a bhr curved cup introducer in search of complaints involving breaking throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. Without return of the instrument we cannot investigate or confirm the details supplied in this complaint. A quality investigation has been performed regarding the location of non-returned devices such as the instrument in this case. As the device is not currently in smith and nephew control, this case will be closed. However, if the instrument or additional information become available in the future, this case will be reopened. Without additional information about this and the return of the instrument, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the impactor handle got broken and needs to be replaced. There was no delay and no injury reported. No backup was needed.